Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2014 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8835, serial# unknown; product type programmer, patient. (B)(4).

Event description:
It was reported that the pump was replaced due to causing the patient to experience nausea and vomiting, that was attributed to the placement of the pump in the abdomen. The patient had lost over 50 pounds in the last 6 months prior to the report. The patient experienced the nausea and vomiting since the first pump implant, but the condition worsened with the extreme weight loss over the past 6 months. The new pump was implanted on the patient¿s backside. The pump system was being used to infuse baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.